Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose level of customer was of 43 mg/dl after exercise. Customer did not want to troubleshooting for low blood glucose. No further details given. Insulin pump will not be returned for analysis.